Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse found the customer is experiencing problem with low area when running in sample cups. The system is not providing hba1c results from the sample cups. Fse tried the check valve and injection valve and the error still occurred. The fse proceeded to replace the rotary valve and tested it but there was no change to the instrument functionality. Then the specialist suggested a parameter change for cup processing on "la" models, which ultimately resolved the issue. The fse performed calibration , ran quality controls and precision run without any errors. The instrument is functioning as intended and was released. No further actions are required by the fse. The g8 instrument, serial number (B)(4) was installed on the (B)(6) 2018. A complaint history review and service history review for similar complaints were performed from (B)(6) 2018 through aware date the (B)(6) 2018. There were no similar complaints found during the searched period. The g8 variant analysis mode operator's manual chapter 6 troubleshooting states the following: error message: 200 area low error. Explanation: the peak area which does not reach the minimum required area (50) occurred three times in series. Counter measure: check the sample, buffers, and hemolysis and wash solutions. The most probable cause of the reported issue was due to the rotary valve and parameter settings for sample cup processing. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 200 area low error on their g8 instrument. The customer indicated they performed a drain flush and adjusted the control dilutions but the error still occurred and there were no results on the controls. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The g8 instrument, serial number (B)(4) was installed on the 10th of january 2018. A complaint history review and service history review for similar complaints were performed from 10th of january 2018 through aware date the 22nd of june 2018. There were no similar complaints found during the searched period.